Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted (B)(6)2014. (B)(4).

Event description:
It was reported that lead warnings appeared the day after implant from the implantable cardioverter defibrillator (ICD) that occurred prior to implant and were not cleared. There were aborted charges listed under the counters report. The ICD remains in use. No patient complications have been reported as a result of this event.